Event description:
It was reported that during use of implantable pulse generator (ipg) the device was found to have reached premature battery depletion during warranty period. It was also reported that the threshold on the ventricular lead was high and caused the premature battery depletion. Considering patient¿s condition, the ventricular lead was not replaced and remains in use. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.